Event description:
It was reported patient was brought to operating room on (B)(6) 2014 for removal of broken non-synthes stryker omega hip screw construct and insertion of a long trochanteric fixation nail (tfn). As the surgeon was attempting to remove the broken screw fragments from the femoral shaft; the hollow reamer tip (B)(4) broke inside the femoral canal; the patient sustained a vascular injury during the event, bleeding was stopped, and the surgery was aborted without implantation of the long trochanteric fixation nail (tfn) surgical delay of (3) days. The patient was rescheduled for surgery on (B)(6) 2014 to implant the long trochanteric fixation nail (tfn). The procedure was completed successfully with no further surgical delay or patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.